Event description:
It was reported by service report that the jack could not be pumped up due to a broken pedal. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Pump pedal shaft.